Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that was allegedly not charging its battery. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the internal battery not charging was found to be due to a failed .5vdc cell imbalance. The device was repaired at a third party service center and only the internal battery was returned for investigation.

Event description:
The manufacturer received information alleging a ventilator would not charge its battery. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.